Event description:
The following is based off a review of a pt's medical records provided to davol by the pt's atty: on (B)(6) 2004 - pt was diagnosed with pelvic organ prolapse and menorrhagia. The pt underwent a two part procedure including vaginal hysterectomy and a primary anterior/posterior repair, cystoscopy with left retrograde and sling procedure with implant of a bard/davol flat mesh. Atty alleges unspecified adverse pt outcome associated with the use of the device.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure or pt injury. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.